Event description:
The customer stated that while riding the unit customer heard a popping noise. Customer transferred off of the unit when customer noticed smoke emitting from the unit. The smoke resulted in a consuming fire.